Manufacturer narrative:
Device was used for treatment, not diagnosis. Kapicioglu, m., et al., (2014). "Hip fractures in extremely old patients." Journal of orthopaedics ii, 136-141. This report is for unknown proximal femoral nail, unknown quantity, unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, kapicioglu, m., et al., (2014). "Hip fractures in extremely old patients." Journal of orthopaedics ii, 136-141. This is a retrospective review of all patients diagnosed with a hip fracture older than (B)(6)year old at a single institution from 2007-2012. Thirty-two patients at a mean age of 92.8 (90.4-102.2) were treated and reported at a mean follow-up of 2.02 (+-1.35) years. Ten patients were male and twenty-two patients were female. Patients were treated with either osteosynthesis with a proximal femoral nail (pfn, pfna depuy synthes, west chester, pa) or cemented bipolar hemiarthroplasty (cbh, spectron or echelon smith & nephew, memphis, tn, USA). A copy of the journal article is being submitted with this medwatch. This is report 1 of 2 for (B)(4). This report is for an unknown proximal femoral nail and refers to 4 patients who experienced varus collapse, and there was 1 case of unknown systemic problems.